Manufacturer narrative:
Unit was in repair shop. Technician found that the siderail did not latch. Replaced the broken right siderail end tube and rivets to resolve this issue.

Event description:
Information received that the siderail did not latch. No injury reported.